Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of intravia containers had large air bubbles appear in the bag. The bag was aired out completely to prevent ¿air-in-line¿ pump alarms when used by the patient; however, while checking the bags, small air bubbles started to appear from the drug additive port and coalesced into big air bubbles. The user had to re-prime the line to remove the air bubbles. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: two (2) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The sets underwent functional testing including pressure testing and no leaks were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.